Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that system had missing cabinet. A technical support specialist did pi created and will be tracked through itpi 27087 - medpass - missing item in cycle count transaction to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that a bd pyxis medbank tower cabinet 4 was missing the external item, ativan 2mg/ml, on its list. All other 3 cabinets display their ativan and they can issue from them, but when trying to issue from cabinet 4, the item does not show up on their cabinets external list. There were no adverse events or injuries reported based on this incident.